Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/08/2016. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a ventral hernia repair on unknown date and mesh was implanted. Following the procedure, the patient experienced recurrence. The surgeon opined that he has done the repair diligently with all the necessary measures to prevent mesh migration by suturing the mesh in conjunction with a fixation device. The surgeon also opined that he was perplexed on why it happened since the defect was small and the mesh used was more than enough to cover the defect even factoring the mesh shrinkage. It was also reported that the mesh is still implanted. No further information is available.